Manufacturer narrative:
This supplemental report is being submitted to correct the lot number of the device, to correct the device manufacture date, and to provide the device evaluation results. The device was returned to olympus for evaluation. The evaluation confirmed the reported event of teflon pad damage. The teflon pad was inspected and was found severely worn, melted, and slightly detached, exposing metal; however there was no device fragment missing. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The device passed the probe check.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information or if the device is received at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a hepatectomy procedure, the surgeon burned off and partially disintegrated the teflon pad and metal was exposed. No device fragment fell inside the patient. There was no patient injury reported. The procedure was successfully completed using a different but similar device. Additionally, it was further reported that there was no damage to the probe. No additional information provided.